Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, completed reset with assistance, and malfunction did not recur, so customer was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.